Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed on the images provided; however, the exact type or source of the endoleak could not be fully determined. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, thereby, making determination of the endoleak difficult. A type ia and a type ib endoleak are unlikely as there appeared to be adequate proximal and distal seal. Although the cause of the endoleak could not be fully determined, a type iiib endoleak cannot be ruled out. Fabric wear due to external abrasion from stent(s) abrading the fabric, which can be exacerbated by the stent graft angulation is a potential root causes. Other than the device angulation seen in the thoracic aorta, the films did not reveal any obvious anatomical causes (e.g. Calcification) or stent graft integrity issues that could explain the reported type iiib endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the endovascular treatment of a 10mm thoracic aortic dissection.  It was reported one week post the index procedure follow-up CT  at another facility identified a rupture in the stent and there was blood flow in the dissection. The patient had no discomfort.  Per the physician, it was believed the stent graft fabric was broken. The stent graft was relined at a different healthcare facility and the endoleak resolved. No additional clinical sequelae were provided and the patient is fine.